Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that during preventative maintenance, the device overheated during testing. There was no patient involvement and no adverse consequences reported.